Event description:
It was reported that right hip revision surgery was performed due to pain, metallosis, pseudotumour, osteolysis and vasculitis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, metallosis, pseudotumour, osteolysis and vasculitis. During revision the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This (B)(6) female underwent a revision ~ 10 years post implantation of a right bhr. The primary operative report indicated there was severe osteoarthritis disease, and the patient's right hip pain had been unresponsive to conservative measures severely affecting patient's life, therefore the bhr was implanted. No complications were noted. There is no additional information provided regarding any additional comorbidities or the patient's past medical history. It was reported that the revision was performed due to continued painful right bhr and adverse soft tissue reaction around metal-on-metal articulation. The revision record states that an abundant amount of cloudy, synovial fluid along with grayish-black tissue encountered and a pseudotumor about the size of a golf ball was removed, and tissue was sent for aerobic and anaerobic cultures along with gram stain. However, the explanted device was not returned and no lab reports have been provided. The clinical information provided is consistent with reactions from metal debris. However, the source cannot be confirmed as neither the explanted devices, the pathology report, nor the metal ion levels were provided for inclusion in this investigation. It cannot be concluded whether the reported clinical reactions are associated with the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4)